Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient transmitted remotely with an implantable cardioverter defibrillator that was in backup mode. The patient was called into the office for immediate reprogramming the device was reprogrammed successfully. Patient was asymptomatic, underlying rhythm sinus. Patient experienced no adverse effects.